Event description:
It was reported that during a device changeout procedure, the right atrial lead had no sensing, low pacing impedance, and insulation damage was indicated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).